Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and endometriosis ('pelvic endometriosis') in an adult female patient who had essure (batch no. A66678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy on (B)(6) 2009. Previously administered products included for allergy: emycin and compazine. Concurrent conditions included gastroenteritis and pelvic pain. Concomitant products included calcium levomefolate;drospirenone;ethinylestradiol betadex clathrate (beyaz). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robotically assisted laparoscopic supracervical hysterectomy, bilateral salpingectomy) and excision of pelvic endometriosis. Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, endometriosis and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, endometriosis and menorrhagia to be related to essure. The reporter commented: insertion details: left- 6coils visible, right side 3-4coils seen. Discrepancy noted in essure insertion date: (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: fu 2, 3 and retention case processed together. Lot number, reporters information, concomitant drug, essure insertion and removal dates, rcc and medical history were added. Event pregnancy with contraceptive device and device ineffective were deleted. Events added: menorrhagia, dysmenorrhea and pelvic endometriosis. This is retention case. All the information has been transferred from deletion case (B)(4) including references and source documents. On 7-oct-2020: fu 2, 3 and retention case processed together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and endometriosis ('pelvic endometriosis') in an adult female patient who had essure (batch no. A66678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida on (B)(6) 2009. Previously administered products included for allergy: emycin and compazine. Concurrent conditions included gastroenteritis and pelvic pain. Concomitant products included calcium levomefolate;drospirenone;ethinylestradiol betadex clathrate (beyaz). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robotically assisted laparoscopic supracervical hysterectomy, bilateral salpingectomy) and excision of pelvic endometriosis. Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, endometriosis and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, endometriosis and menorrhagia to be related to essure. The reporter commented: insertion details: left- 6coils visible, right side 3-4coils seen. Discrepancy noted in essure insertion date: (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic endometriosis. Lot number: a66678 manufacture date: 2012-10 expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.